Event description:
The patient had no complaints pre dialysis, blood pressure 162/60, pulse 72, temperature 98.2. Dialysis was initiated in the usual manner. Two hours and 25 minutes into treatment patient complained of chills, temperature 99.8. Dialysis was terminated, the blood was returned, blood cultures and dialysate cultures were taken and dialysis was resumed with a new preprocessed dialyzer and blood lines. The patient was given ganomycin t gm IV. Gertamycie 120mg IV and tylenal. He completed his 3.5 hour dialysis. Post treatment blood pressure 130/70 temperature 101.4. The patient was sent home and returned for dialysis as scheduled the next rn.